Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads with the same lot number. It was reported one of the two leads was fractured due to a decrease in amplitude. As a result, surgical intervention was undertaken during which time the lead was explanted and replaced with a new model.